Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging a date/time issue with her onetouch ultra meter and then reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions because the phone number has been disconnected. The following complaint was classified based on information obtained from lfs customer service. The patient indicated that the date/time issue first occurred at 12:18am. The specifics about the date/time issue was not noted; therefore, it is unclear if the date/time issue prevented the patient to test. He claimed he developed symptoms of shaking, sweating, and blurred vision 10 minutes after the reported issue occurred. It is unknown if the patient took any actions after the reported issue occurred that would affect his blood glucose levels, such as food intake, medication, and activity level changes. According to the csr documentation, the patient did not receive any form of treatment as a result of the reported issue. It would be helpful to know how often the patient tests with the subject meter and when his last meter reading was with the subject meter. It would also be helpful to know when the patient took his last dose of diabetes medications. According to the troubleshooting performed with customer service, the date/time issue was resolved with training. Replacement products were will sent to the patient. Based on the provided information at this time, it is unclear if the date/time issue affected the patient's ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia (shaking and sweating) after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.